Event description:
Hcp reported pt experienced "mild shock through right arm and right leg." The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.